Manufacturer narrative:
Based on an edwards clinical technical summary, it is considered unlikely that this complaint was the result of a manufacturing defect; therefore, the device was not returned for evaluation. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the exact cause of the event cannot be confirmed, however, per the cs, the patient had severe native leaflet/root calcification. Therefore, it is possible that the rupture was caused by puncture from a calcium deposit. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported by the edwards field clinical specialist (cs), that during the transapical tavr procedure, upon deployment of the 23mm sapien valve, the ascendra 3 balloon ruptured. Per report, the valve was securely implanted, no additional balloon inflation was necessary, the procedure concluded and the patient was transferred to recovery in stable condition.